Event description:
It was reported that the device was used during an unknown procedure. It was reported that the handpiece got hot. The case was completed with another h2tuv. There was no patient consequence. No further information is available.